Event description:
It was reported that the patient was having difficulty charging. The battery was able to be flipped in the pocket and the manufacturer representative (rep) was able to get 8 boxes for a bit but with pressure applied. The cause of the event was not determined and the issue had not resolved. The patient was frustrated and had been supported and educated on the recharging but felt it was best to proceed with a replacement with a non-rechargeable implant. Both the patient¿s recharger and a new recharger had been used to troubleshoot and both rechargers resulted in the same difficulty. The patient was noted to be alive with no injury and benefited greatly from stimulation. Her only frustration was with recharging. Pre-authorization for the non-rechargeable device implant was going to be started. Follow-up determined that the patient¿s recharging frequency had matched the patient¿s settings. It was noted that the patient was in continuous mode and had been trained at recharging several times. The patient was awaiting the non-rechargeable device as of (B)(6) 2015. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no anomaly. According to the trace report obtained from the ins, the total recharge count is 106. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2015. The battery was recharged for 17minutes and the battery charged from 3.585v to 3.590v. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. The typical duration of the last 89 patient recharge sessions was .5hours, typical interval 1 day, and the typical coupling is zero. Testing of the recharge function of this ins found it to be functioning normally. The battery was charged for 8hours 19minutes during the check-in procedure and the battery charged from 3.29v to 4.05v. The battery was drained to the lock mode using procedure from the discharge rate test. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 4hours 37minutes and the battery charged from 3.650v to 4.050v with 100% coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient did choose to go with a non-rechargeable device during the replacement on 2015-(B)(6). The patient had optimal coverage when stimulation was turned on in the post operative area.